Event description:
A balloon ruptured at approx. 5-8 atms during an ercp procedue. A perforation of the common bile duct was noted following balloon rupture. A stent was placed and the pt has since been discharged in good condition. The device is surrently being evaluated by this MFR. Upon the completion of the engineering evaluation, a supplemental medwatch will be forwarded under the above noted sequence number. The pt's initial diagnosis was ulcerative sclerosis which may have been a contributing factor to this event. However, until completion of the engineering evaluation, co is unable to determine the exact cause for this event.

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The device was identified as catalog number 6766 which is a correction from co's initial report. A minor leak was evidenced between the balloon and the shaft. Although a rare occurrence, an optimization of this phase of the mfg process has been implemented.